Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that healthcare professional requested that temp basal settings be programmed. It was reported that customer was taking medications which caused high blood glucose of 400 mg/dl and 500 mg/dl. Customer reported that bad insulin may have caused high blood glucose as well. Customer declined troubleshooting for high blood glucose.